Event description:
It was reported to medtronic neurosurgery that during preparation, the three-way stopcock was leaking.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.